Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope had a chip around the acoustic lens and the image guide protector, grip, universal cord, and the protector of universal cord on the control section side was sticky. There was no patient involvement.